Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 524 mg/dl. The customer was lethargic, vomiting, and had chest pains. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.